Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Conclusion: the report event of impedance issue was confirmed. As received, visual inspection showed the returned lead (a) found a kink on the outer tubing and all the internal lead wires being broken.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2024-01801. It was reported the patient's system was auto reducing. Diagnostics indicated that the leads had multiple contacts with high impedance. As a result, surgical intervention is pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the leads were explanted and replaced. Therapy was restored post-op.